Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported.

Event description:
It was reported that 7 days after implant, undersensing was observed. It was noted that the perforation was in the rv anterior wall and lead tip was in pleural space. No further information available.